Event description:
It was reported from legal that a patient had an initial right metal-on-metal total hip arthroplasty. Subsequently, a legal claim has been made due to unknown reasons. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). D10: us157854 m2a-magnum pf cup 54odx48id 427850 14-103203 taperloc microp fmrl 9.0mm 168360 139252 m2a-magnum 42-50mm tpr insrt-6 048840 suggested component code: mechanical (g04) - head g2: foreign: canada customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 corrected: h4. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.